Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ( "adjust belt/check belt", "check therapy pad" messages) was confirmed. Upon investigation, the electrode belt had an intermittent pulse wire in the trunk cable. The root cause for the damaged wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
Electrode belt sn (B)(4) was evaluated at the distributor and reported "adjust belt/check belt" and "check therapy pad" messages.